Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a leak occurred in the reservoir that led into the insulin pump. The customer's blood glucose was 373 mg/dl at the time of event. The customer noted the insulin leak when they turned the insulin pump upside down. The customer was unsure if the leak was past the first or second o-ring. The customer reported an air bubble was not present in the reservoir. The customer declined to return the reservoir for analysis.